Event description:
The female pt rec'd a cypher stent. After the procedure, she was given plavix and angiomax. Later that evening, the pt had thrombus. Additional details are unknown at this time.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.